Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 33.3 months of service. The device was returned to guidant, to be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.